Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed that the balloon was subjected to positive pressure and was returned in a deflated state. Contrast media was identified within the balloon material. A shaft kink was identified, 50.3cm proximal from the tip of the device. A detailed microscopic examination of the balloon material identified a pinhole 1.6cm from the distal tip when attempting to inflate. Tip showed no signs of tip damage. A microscopic examination of the markerbands identified no damage. An attempt was made to inflate the balloon however the inflation liquid was seen coming from a pinhole noted 1.6cm from the distal tip.

Event description:
It was reported that a balloon rupture occurred. A trapper exchange device was selected for use. During the procedure, the balloon burst. The device was removed from the patient body, and the procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A trapper exchange device was selected for use. During the procedure, the balloon burst. The device was removed from the patient body, and the procedure was completed with another of the same device. No complications were reported.